Event description:
It was reported that the patient presented to the procedure to add a left bundle branch led to an existing cardiac resynchronization therapy defibrillator (crt-d) system. During the procedure, the patient experienced a ventricular tachycardia (vt)/ ventricular fibrillation episode and was externally defibrillated twice at 200j. The crt-d system was turned off for the procedure. Both external defibrillation therapies failed to terminate the arrhythmia. The physician then asked to turn the crt-d back on. However, due to miscommunication, the device was outside the pocket at the time and could not be turned on. The patient received a third shock therapy externally at 200j which successfully converted to sinus rhythm. There were no actual malfunctions from the lead or device, and all testing values were normal before and after the incident. The incident was reported for the external therapy because the device was thought to be inside the pocket. There were no adverse consequences to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).